Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary problems and vaginal scarring. It was reported that the patient underwent an endometrial ablation, dilation and curettage, sling revision and removal of polypropylene tape on (B)(6) 2008 due to recurrent menorrhagia, erosion and failure of sling. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.